Manufacturer narrative:
Product evaluation: the cartridges were returned with folded pouches in the related file. The samples were labeled for ease in identifiection during the evalution. Based on the information on the handwritten notes included with sample three and sample four, these two cartridge evaluations were placed into this respective file. Both cartridges show only a small amount of viscoelastic. Each cartridge tip has stress lines in varying degrees. Both cartridges show evidence of being placed into handpieces. All product and batch history records are quality reviewed prior to product release. The iol, handpiece and viscoelastic product information were not provided. It is unknown if qualified product combinations were used. The reported complaint was confirmed. The two complaint cartridges for this complaint have stress lines in varying degrees. Cartridge stress is an expected occurrence and does not denote a cartridge deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridges. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. It is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. It is unknown if a qualified lens/cartridge combination was used. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that stress cracks on a cartridge were observed during use. There was no patient harm reported. Additional information has been requested.